Manufacturer narrative:
Hologic product applications specialist (pas) reviewed the logs and stated there was no reagent preparation or instrument issue; the controls rlus and kinetic curves looked normal, as well as the sample aspiration and dispense curves. Pas concluded the sample were likely low-target, but it would be difficult to determine if the low titer is truly sample-related or from mishandling/contamination. Pas noted it would be the lab's decision on how they want to report the results or perform additional testing. Hologic field service engineer (fse) went onsite to check the instrument for possible contamination and performed the necessary parts replacement/testing to ensure instrument was operational. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported they received 10 discrepant sars-cov-2 tma results on the panther instrument sn (B)(4). Customer re-ran the sample aliquots on a panther plus, and the samples in question did not repeat (no sample ids or worklist ids provided). The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.